Event description:
It was reported that the ventricular lead exhibited a varaiation of r-waves amplitude. The lead was sutured and connected to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.